Event description:
This issue was reported to an associate at our hospital. The certified registered nurse anesthesiologist who called us experienced the same issue in an out-patient facility as experienced here (B)(6), which was detailed in a previous medsun report. The endotracheal tube had formed a plastic cuff upon attempting extubation. We do not have any patient information, as it did not occur at our facility.